Manufacturer narrative:
Additional information received; b5.

Event description:
The pump was removed from the patient and the wire was replaced with another 0.018¿. The pigtail was straightened to see if there were any issues, but in the setting of an emergency the decision was made by the provider to open a second pump to get quick support rather than continue troubleshooting.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 76 year old male was admitted for cardiogenic shock. Under resuscitation, placement of an impella cp was attempted, but the placement had to be aborted and a backup pump used as the wire could not advance past the impella's pigtail. Placement of the backup pump succeeded.

Manufacturer narrative:
Additional information has been provided in b5 (event description). Corrected information was provided in h6 (medical device problem code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that the patient was on va ECMO without cardiac contractility for multiple days prior to attempting to place impella. Multiple attempts were made with different wires/catheters by both the surgeon and interventional cardiologist. Unfortunately, the aortic valve did not open and the pump was unable to be placed.